Event description:
It was reported that the pump was removed due to a staph infection. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.